Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report lock line break, complete clip detachment requiring mitral valve replacement. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was advanced to the mitral valve and the clip was implanted. A second cds was advanced to further reduce mr and the clip was placed. During deployment of the clip, the lock line was noted in the left atrium. Troubleshooting was performed with the cds to retract the rest of the lock line. While doing this, the clip detached from both leaflets which resulted in the clip to be free floating in the left atrium. Outside the patient anatomy, after the cds was removed it was noted that there was a break in the lock line. The patient was sent to surgery to remove the clip and for mitral valve replacement. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided a conclusive cause for the reported lock line break cannot be determined. The reported complete clip detachment is the result of troubleshooting efforts to remove the lock line segment. The reported embolism is the result of the complete clip detachment. The reported patient effect of embolism, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.